Event description:
Two psw's were transferring resident from wheelchair to shower chair in the shower area. While transferring the resident the staff heard a noise and an arm assembly on the sara lift collapsed; resident was over wheelchair and fell into wheelchair. Sara had been used a few mins before incident with another resident with no indication of any problems. Physio had assessed that resident met criteria to use the sara. No injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration # (B)(4)) on behalf of the manufacturer medibo medical products (B)(4) (registration # (B)(4)). One missing bolt on arm assembly, remaining bolt sheared off. Customer has ordered 3 separate arm assembly for sara's in past 6 months, and the customer had replaced the arm assemblies themselves. Unit has been quarantined. The evaluation of the device to date has been carried out by a representative of the manufacturer's service and sales unit subsidiary divisions, not a direct employee of the manufacturer. The codes entered in this initial report have been selected based upon the info provided to the manufacturer. Additional info will be provided upon conclusion of the manufacturer's investigation which may include updates or changes to the evaluation codes.